Event description:
Additional information received on aug 1, 2016 stating that the reported issue occurred during surgery and there was patient involvement and harm/injury associated with the report. There was impact/damage to graft harvest; the graft was thick but was still able to be used. No additional unplanned graft harvest was required. The blade was placed upside down. The surgery was delayed about 0-15 minutes. The dermacarrier was at room temperature and it was unknown whether device was repaired by someone other than zimmer biomet. No medical intervention/additional surgical procedure was required. No alternate device was retrieved for use during the surgery. The proper surgical technique for the product was not utilized.

Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that upon use of the dermatome in the left upper thigh of the patient, resistance was met. The physician tried again with the dermatome, and upon examining the wound, after using the dermatome, a large defect measuring 2 cm x 6 cm x 2 mm deep was noted.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The repair history review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Initial qa inspection of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was unable to be performed as the device was not returned for repair. The reported event ¿that upon use of the dermatome on the left upper thigh of the patient, resistance was met. The physician tried again with the dermatome, and upon examining the wound, after using the dermatome, a large defect measuring 2 cm x 6 cm x 2 mm deep was noted¿ was non-verifiable as the device was not returned for repair or evaluation. The device was not returned for repair or evaluation. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined.